Event description:
It was reported that a 27mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The patient had mild tortuous anatomy and heavy calcification. During the procedure, prior to crossing the aortic annulus with the valve capsule of the delivery system, the patient went into bradycardia. Temporary pacing was administered. The device was implanted. During the closure of the right femoral artery it was noted that there were multiple perclose proglide failures due to calcium deposit in the vessel. The patient had a large hematoma. A percutaneous transluminal angioplasty (pta) balloon was used to tamponade the leak. The decision was made to move the temporary pacemaker to the internal jugular (ij) vein so that the patient could sit up. Upon changing pacemaker sites, the patient went into first degree left bundle branch block. The temporary pacemaker was moved to the ij vein. The following day the patient's left bundle branch block was resolved and a permanent pacemaker was not required. The patient status was stable.

Manufacturer narrative:
An event of left bundle branch block, hematoma and permanent pacemaker implant was reported. A returned device assessment could not be performed as the device not returned for analysis. Heart block is a well recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including, patient age, pre-existing heart block, heart failure, anatomical factors such as calcification extending beneath aortic annular plane in the interventricular septum and implant depth. Information from the field indicated that during the closure of the right femoral artery it was observed there were multiple perclose proglide failures due to calcium deposit in the vessel which may have contributed to the reported event of heart block but cannot be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 27mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The patient had mild tortuous anatomy and heavy calcification. During the procedure, prior to crossing the aortic annulus with the valve capsule of the delivery system, the patient went into bradycardia. Temporary pacing was administered. The device was implanted. During the closure of the right femoral artery it was noted that there were multiple perclose proglide failures due to calcium deposit in the vessel. The patient had a large hematoma. A percutaneous transluminal angioplasty (pta) balloon was used to tamponade the leak. The decision was made to move the temporary pacemaker to the internal jugular (ij) vein so that the patient could sit up. Upon changing pacemaker sites, the patient went into first degree left bundle branch block. The temporary pacemaker was moved to the ij vein. The following day the patient's left bundle branch block was resolved and a permanent pacemaker was not required. The patient status was stable.